Event description:
Information received indicates the hi/low function of the bed is drifting down when weight is applied.

Manufacturer narrative:
The hill-rom technician found oil on the hi/low brake spring. The technician cleaned the brake spring to repair the bed.